Manufacturer narrative:
The investigator reopened the complaint for additional or corrected information.

Event description:
The customer reported that the touchscreen didn't respond. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.